Manufacturer narrative:
Insulin power error due to j6 connector resistance issue. Pump error not found during testing. Pump passed the displacement test, sleep current test, active current test and self test.

Event description:
The customer reported via phone call that insulin pump had pump error. The blood glucose at the time of the incident was 153 mg/dl, 109 mg/dl, 88 mg/dl, 223 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.